Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that evaluation of the unit confirmed no power up. As a result, the monitor board was replaced to remedy the problem. Further testing of the board confirmed complaint and found multiple faults. The board was scrapped. The device was recertified and returned to the customer. No emerging trend based on similar reports